Event description:
Reporter indicated that vns pt's device was stimulating erratically, causing the pt to have part in their chest. It was reported that the pt's device was stimulating every 2 seconds for a couple of days. The pt planned to follow-up with their neurologist. Programmed parameters were last adjusted approx one month prior to the erratic stimulation event. Review of the manufacturing records for the bipolar lead revealed no anomalies that would adversely affect device performance. Investigation to date has been unable to determine whether the device is functioning properly.

Event description:
Review of the manufacturing records for the pulse generator revealed no anomalies that would adversely affect device performance.